Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient experienced adhesive issues with five infusion sets on (B)(6) 2026 while removing the tubing to complete the fill tubing the infusion set got pulled out. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 2584145- device 5 of 5.